Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the syringe and balloon catheter were returned, the mechanical operation of the catheter shaft was analyzed and the balloon did not inflate and was torn/ruptured at .15cm from the very distal end. The analyst commented the balloon was placed in water to watch air bubbles come out of the torn area and blood was visible, as well as dried clear substance (likely contrast), on the catheter. Visual summary of analysis indicated damaged at procedure. (B)(4).

Event description:
It was reported that during the implant procedure, the balloon catheter would not inflate. The balloon catheter was replaced. No patient complications have been reported as a result of this event.